Manufacturer narrative:
Additional manufacturer narrative: customer has not sent the defective monitor in to be evaluated since a working non nihon kodhen monitor was used to replace the defective monitor. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) display went black. He tried a non-nihon kohden monitor and it works normally. The customer called nihon kohden to request the part number for a new monitor. He also states he was able to place all of the patients on a different monitor for now. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information is obtained.

Event description:
The customer reports that the cns (central monitoring system) display went black. He tried a non-nihon kohden monitor and it works normally. The customer called nihon kohden to request the part number for a new monitor. He also states he was able to place all of the patients on a different monitor for now.